Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. Based on the analysis, the alleged battery gauge issue could not be verified.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off. The customer's blood glucose (bg) level was "high" on the continuous glucose monitor. A correction bolus was delivered via the pump to address bg. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter; however, the customer maintained that the wall adapter was not the issue. The customer continued to use the pump for insulin therapy.